Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). Technical support provided the customer with instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any further issues arose, which they acknowledged and understood.